Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the physician revised the ipg pocket and the implanted the ipg back into the same pocket addressing the issue.

Event description:
Additional information received indicates that the pain is improving.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has moved and is causing discomfort. As such, surgical intervention may take place at a later date to address the issue.